Event description:
The product was used during an oncotomy procedure. Reportedly, the staples did not form properly. The surgeon performed a laparotomy and resected the incomplete staple line then manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.